Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
It occurred during the nurse's preparation to insert zso. Kink occurred in the pigtail when the nurse inserted zso into the g/w ( (B)(4) ). So, they used another zso-7-7. Patient outcome: no patient harm.